Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer alleges bracket/latch that holds seat base to frame broke causing seat assembly to flip back causing consumer to fall out of seat.